Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited an elevated threshold and the lead could not be placed in an appropriate site. It was noted a myocardial lead was used and the lv lead was not implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.